Manufacturer narrative:
Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, a 3-4 millimeter imprecision was observed while in the nasal cavity of the patient. It was reported that the probe appeared behind the eye in the application software. It was noted that the tracer registration performed appeared to have proper coverage. Although, it was noted that the registration did not gather points on a wider area of the forehead of the patient. There was no reported impact on patient outcome. No additional information was provided. The archive from the procedure was sent to medtronic for evaluation. It was noted that the tracer registration did not cover a wide area of the anatomy. Additionally, it was noted that there were points along the nose and eyebrow that were embedded in the skin of the 3d model.